Event description:
It was reported that during guidewire length exchange, vessel spasm was observed at the tip of the microcatheter. The physician administered medication (unknown type and dose) in response to the event. There was no clinical consequences reported to the patient.

Event description:
It was reported that during guidewire length exchange, vessel spasm was observed at the tip of the microcatheter. The physician administered papaverine hydrochloride (dose unknown) in response to the event. There was no clinical consequences reported to the patient.

Manufacturer narrative:
Subject device is not available.

Manufacturer narrative:
The subject device is not available; therefore analysis cannot be performed. From the information available, there is no indication that the reported event is related to product specifications nonconformance or misuse. There is also no indication that the subject device malfunctioned. However, vasospasm is a known risk associated with endovascular procedures and is noted as such in the directions for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.